Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a wound debridement of left arm on (B)(6) 2020 and the barbed suture was used. During surgery, the needle broke in half while suturing in an unknown layer of tissue on an unknown loop. The doctor was able to retrieve the broken pieces. No parts were left in the patient. A second like suture was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/28/2020. A manufacturing record evaluation was performed for the finished device batch mkj743, 8425h19 and no non-conformances were identified. Additional h3 investigation summary: it was reported needle breakage. A suture needle was returned for evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation.a scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of pc-000672075 revealed the fracture was predominantly composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.